Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "user was initiating the iab therapy for a patient following instruction of use, the balloon catheter was vacuumed with a full 60 cc syringe for one times before withdrawal from the packing and it was flushed according to the IFU. The catheter was advanced smoothly into the aorta and the catheter was connected to the maquet cardiosave iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly upon start of pumping. Thus, the physician decided to exchange for a new piece of arrow 30 cc iab catheter and prepared it according to the IFU. The second unit did not show any incomplete unwrap of balloon membrane". The second iab catheter was inserted into a different insertion site than the first. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number of the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood flecks exited. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "distal part of the balloon could not unwrap properly" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "user was initiating the iab therapy for a patient following instruction of use, the balloon catheter was vacuumed with a full 60cc syringe for one times before withdrawal from the packing and it was flushed according to the IFU. The catheter was advanced smoothly into the aorta and the catheter was connected to the maquet cardiosave iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly upon start of pumping. Thus the physician decided to exchange for a new piece of arrow 30cc iab catheter and prepared it according to the IFU. The second unit did not show any incomplete unwrap of balloon membrane". The second iab catheter was inserted into a different insertion site than the first. The patient's current condition is reported as "fine".